Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the right transfemoral access route was selected. It was reported that the vascular properties were poor, and a small diameter was reported. A 18 fr non-medtronic dryseal sheath was inserted with a cut-down. Following the deployment of the valve, surgical closure was performed. Contrast imaging was performed, however blood flow could not be confirmed. It is possible that the areas with poor vascular properties and calcifications were narrowed during closure/surgical incision close. The intima was "peeled off" and the cochlear arachnoid patch was sutured. Wound closure/surgical incision closure was performed again. The blood flow improved. The procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: upon review of the information provided, it was determined that it is unlikely that the reported access site stenosis/dissection was related to the delivery catheter system (dcs) as the result of the stenosis was closure/suture of the cut-down access. This stenosis required re-opening which caused the dissection and subsequent repair. Access site complications, including stenosis and dissection, are known potential risks associated with the implantation of the pro plus valve and all reported adverse events and appropriate severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Vascular complications, such as dissection and occlusion, are a known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, it was reported that the vascular properties were poor and that the patient had a small access vessel diameter. This indicates that the probable cause of the vascular complications was patient anatomy, however, this cannot be conclusively confirmed with the limited information available. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. It was reported that the minimum access vessel diameter was measured near the right femoral artery and measured 4.1mm × 5.1mm. It was also reported that it was possible that there were smaller diameters. The device IFU states ¿patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evprop2329us.¿ this indicates off-label use. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which reported that the physician performed an "exfoliation" on the vessel to prep it for further repair. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 annex e select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the minimum access vessel diameter was measured near the right femoral artery (rfa) and measured 4.1mm × 5.1mm. It was reported the possible that there were smaller diameters. Stenosis was created during the suturing of the cutdown. In regards to the ¿intimal was peeled off¿ if was further clarified that the vessel vascular properties were not good and the intima was ¿exfoliated¿. No additional adverse patient effects were reported.